Manufacturer narrative:
Evaluation summary: the product has not been returned. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he is experiencing double vision. The consumer reported that when he drives at night, he sees double lines. The consumer also reported that he does not feel his vision is reliable when he looks to the left or right because he has double vision. The consumer reported he has been following up with his surgeon who tells him that everything is fine. Additional information has been requested. There are two device reports associated with this event. This report is for the left eye.